Event description:
It was reported that the insulin pump was not reading the reservoir volume correctly. The reported blood glucose reading was 139 mg/dl. Nothing further was reported.

Manufacturer narrative:
The insulin pump failed the displacement test due to the motor encoder signal being out of phase.